Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative installed a new x-stage cover. The imaging system docking is working normally. Medtronic representative performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cover has been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was unable to dock due to a damaged x-stage cover. There was no patient present at the time of the issue.